Event description:
Information received from the field does not address the patient's clinical status but notes that the device would not interrogate. Pacing was intermittent and there was no response to magnet application.